Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/15/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 2:14 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 3 days and ended due to unknown reasons on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (4/10/2026) the egvs triggered high glucose alerts in the early morning and throughout the day. The alerts repeated every 5 minutes until acknowledged. All alerts were found to have performed as intended. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported experiencing an unspecified ¿issue with the dexcom device¿. The patient stated that the event occurred in the middle of the night while the patient was half awake, therefore, could not recall any other specific details. Therefore, no other patient or event details were provided, including any cgm/bg meter values, patient symptoms, treatment details, or length of hospitalization. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.